Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00499 for the other medwatch. The same patient is represented in each medwatch.

Event description:
International affiliate reported, that the device failed to obtain drainage when activated. The device was exchanged for another reservoir. No adverse patient consequences were reported.